Event description:
It was reported a patient's right ventricular (rv) lead presented with oversensing noise. Under fluoroscopy, exposed conductor coils were also noted. The rv lead was capped and replaced in a procedure on (B)(6) 2022. There were no patient consequences.

Event description:
New information received notes the right ventricular (rv) lead also had a fracture.